Manufacturer narrative:
Received 1 used foley catheter only. Visual inspection noted that the catheter did not have an irrigation eye. Per functional testing, water was introduced into the irrigation lumen and it was found that no water could exit the tip end of the catheter. The catheter was dissected and it was found that the tip end of the lumen had no drainage eye. The complaint was confirmed as a manufacturing related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the doctor placed the catheter into the bladder, confirmed urine drainage, connected the irrigation lumen to the saline bag and made an attempt to irrigate, but the attempt failed. The catheter was removed from the patient, and the syringe was connected to the irrigation lumen. An attempt to flush the catheter failed. Another catheter was then used for replacement. The procedure was a turp. It delayed the procedure for 15 to 30 minutes.

Manufacturer narrative:
Received 1 used foley catheter only. Visual inspection noted that the catheter did not have an irrigation eye. Per functional testing, water was introduced into the irrigation lumen and it was found that no water could exit the tip end of the catheter. The catheter was dissected and it was found that the tip end of the lumen had no drainage eye. The complaint was confirmed as a manufacturing related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the doctor placed the catheter into the bladder, confirmed urine drainage, connected the irrigation lumen to the saline bag and made an attempt to irrigate, but the attempt failed. The catheter was removed from the patient, and the syringe was connected to the irrigation lumen. An attempt to flush the catheter failed. Another catheter was then used for replacement. The procedure was a turp. It delayed the procedure for 15 to 30 minutes.